Manufacturer narrative:
Additional information received confirms the device was explanted; section d6b was updated accordingly. The patient survived at the time of explant.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 serial and UDI number updated. H6 component code changed to g07003. The investigation for the hematoma/major bleed/access site adverse event has been completed. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 74-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. Prior to the admit to the hospital the patient had an out of hospital arrest. Underlying medical history was not shared. The patient was transferred to the tertiary center from the community with the cp in place. When admitted into the tertiary center there was a groin/access site bleed with hematoma. The team held manual pressure and then placed a femstop, gave 4 units of red blood cells, 2 platelets, and 2 fresh frozen plasma, and vasoactive medication support. The team discussed transferring the support to the contralateral leg but did not due to no extravasation in the cp accessed limb. Pump remains on for support to date. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.